Event description:
The guidewire used for filter placement became lodged within the filter's apex following deployment via a jugular aproach. The sheath was readvanced to stabilize the filter to facilitate guidwire removal. Continual exertion on the guidewire against resistance resulted in unraveling of the guidewire. Successful manipulation attempts results in complete guidewire removal. The filter placement was successful and the pt's condition is good. The guidewire was returned, evaluated and retained by this MFR. The filter remains implanted and was not returned for eval. The engineering eval indicated the distal coils of the wire were stretched 122.5 cms. The core wire was exposed approx 4 cms at the distal tip. The ball weld located on the distal tip of the guidewire was missing and not returned for eval. The outer diameter of the wire was within specification.